Manufacturer narrative:
Corrosion was observed on the pcb, resulting in low batteries and data loss. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The tear is confirmed as the root cause of the corrosion and data loss. It could not be conclusively determined if the internal tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 450 mg/dl while wearing the pod for less than an hour, on their abdomen. It was reported that the pod produced an alarm, stating that insulin delivery had stopped. Symptoms reported include hyperglycemia and ketones. The patient was treated with intravenous fluids. The patient was released the same day.